Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had received critical pump error. Customer stated that they were able to successfully clear the alert. Customer stated insulin pump had received drive count or changes incorrect for moving or coasting, too slow or too fast alarm. The alarm was occurred during basal delivery. Customer was able to successfully clear alarm and complete rewind. The insulin pump had successfully completed displacement test and passed self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.